Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 2 failed and did not recover. The field service engineer (fse) found during the initial inspection of the station that when the customer attempted to recover or access tower door 2, the latch triple-clicked and failed. The fse replaced the micro switches to release the latch and resolved the issue. Later, the customer verified the functionality of tower door 2, and all operations worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system, tower door 2 failed and did not recover. The customer stated that once the door opened, it continued to click and auto failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.